Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to a manufacturing issue. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported that the motor device connector end had been pulled from the hose. During in-house engineering evaluation, it was determined that the testing could not be fully conducted as the connector shell had loosened to a degree, that the device did not electrically connect to the console, hence did not run. It was not possible to conduct additional functional tests without manipulation. The motor was tested separately and worked well. It was further noted that the connector shell was loose where it connects cooling and electrical control for the handpiece and the resistor measurement showed the electrical component was worn. The swivel assessment failed and after dismantling respective swivel connection, a turned seal was found which caused unusual friction in swivel connection. It was further observed in the comparison with drawing and new spare part showing the seal was assembled 180° misaligned and the assembled seal appeared abnormally flattened. The device also failed pretests for break out box motor assessment, swivel assessment, safety check assessment and connector loctite assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.